Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. Unable to perform excessive no delivery test due to motor error alarm. Unable to verify no delivery alarm due to motor error alarm. The insulin pump was received with a scratched lcd window. The device was received with cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and a scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 164 mg/dl. Troubleshooting was performed. The device was returned for analysis.